Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.

Event description:
It was reported an angio-seal was selected for use. There were no difficulties with the deployment and the groin site was free of bleeding and oozing. The pt returned to the hospital on with lower right leg pain. A doppler ultrasound and angiogram were performed, which revealed a 50-90% occlusion of the right femoral artery. The pt was referred to a vascular surgeon and a femoral bypass procedure was performed to restore the blood flow. The pt was reported to be stable post procedure and their hospitalization was extended due to this event.